Event description:
During routine preventative maintenance testing by stryker, the customers device did not recognize the therapy cable. As a result, defibrillation therapy may be delayed or unavailable, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device. The reported issue was unable to be verified and unable to be duplicated. Root cause is unable to be determined. The device passed functional and performance testing and was returned to the customer.

Manufacturer narrative:
Stryker performed an initial evaluation of the device and confirmed issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
During routine preventative maintenance testing by stryker, the customers device did not recognize the therapy cable. As a result, defibrillation therapy may be delayed or unavailable, if needed. There was no report of patient use associated with the reported event.